Manufacturer narrative:
Not returned.

Event description:
Patient's legal representative stated pain, exposed mesh tape, fistulae, erosion, infection, bleeding, extrusion, dyspareunia, urinary problems, neuromuscular problems, bowel problems, vaginal scarring.